Manufacturer narrative:
The pod was discarded and will not be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to high bg levels. No specific failure mode was noted in the report. Based on the information provided and in the absence of a device evaluation, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. No time line of basal rates or bolus deliveries was provided; there is no indication that insulin delivery may have been interrupted, failing to lower bg levels. A review of lot qualification records was performed - the lot passed the acceptance criteria. (Note: evaluation method codes are specific to activities performed during lot qualification and not to activities performed on the subject pod, as it was not returned for evaluation.)

Event description:
The customer reported that her bg levels "went up to 445mg/dl" and as a result, she was hospitalized. No specific issue with the pod was cited, though she did note that blood was seen in the cannula. No additional information about the device or the length of stay while in the hospital or the treatment received was provided. The pod was discarded and will therefore, not be returned for evaluation.